Manufacturer narrative:
No product was returned for evaluation, but one photo was attached to the complaint. Visual review of the photo could not confirm the reported issue as the cuff did not appear damaged. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that balloon bursts eight times in a row. Photo attached. The event occurred during the surgery and hcp changed the product during the surgery. There was patient involvement and no patient harm involved.

Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. D9: date returned to mfg; 10/21/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could be confirmed and a leak was found at the cuff due to a micro tear was present. The probable root cause could not be identified.